Manufacturer narrative:
B3: the exact date of the event is unknown. The provided event date was chosen as a best estimate based on the date that the manufacturer became aware of the event. H6 (device codes): problem code a06 captures the reportable event of loss of visualization inside the patient.

Event description:
Note: this report pertains to one of two devices used during the same procedure. Refer to manufacturer report number 3005099803-2024-01043 for the exalt model b scope. It was reported to boston scientific corporation that an exalt model b single use bronchoscope was used during a bronchoscopy procedure on an unknown date. During the procedure, the exalt model b monitor lost image. The screen went blank. The medical staff confirmed that the power supply cord was connected to the monitor during the event. Therefore, a second monitor was used to complete the procedure. It is unknown if the same exalt model b scope was used with the second monitor. No patient complications were reported as a result of this event. Boston scientific has been unable to obtain additional details, despite good faith efforts (gfes).

Manufacturer narrative:
Block b3: the exact date of the event is unknown. The provided event date was chosen as a best estimate based on the date that the manufacturer became aware of the event. Block h6 (device codes): problem code a06 captures the reportable event of loss of visualization inside the patient. Block h11: upon return of this device, it was thoroughly analyzed. Analysis of the device was unable to replicate the reported allegations. No problem was detected with the unit that could have cause or contributed with the event. The returned exalt model b monitor was analyzed and exhibited normal device characteristics. The device passed all tests performed except the battery health test. The full charge capacity is smaller than the minimum charge capacity. The reported event was not confirmed. Analysis was unable to replicate the loss of visualization. A defective camera, which was not returned for investigation, is a probable cause for the event.

Event description:
Note: this report pertains to one of two devices used during the same procedure. Refer to manufacturer report number 3005099803-2024-01043 for the exalt model b scope. It was reported to boston scientific corporation that an exalt model b single use bronchoscope was used during a bronchoscopy procedure on an unknown date. During the procedure, the exalt model b monitor lost image. The screen went blank. The medical staff confirmed that the power supply cord was connected to the monitor during the event. Therefore, a second monitor was used to complete the procedure. It is unknown if the same exalt model b scope was used with the second monitor. No patient complications were reported as a result of this event. Boston scientific has been unable to obtain additional details, despite good faith efforts (gfes).